Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. It was reported that the patient had x-rays taken that showed signs of loosening of the tibia; x-rays were requested but not received. It was stated the patient was subsequently revised and the surgeon confirmed the tibial component was loose. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the scope of the persona tibia. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is the persona tm tibia has the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Review of the primary operative notes confirms that the patient underwent a total knee arthroplasty due to severe degenerative joint disease of the right knee. Multiple sized trials were inserted to find the appropriate size. Once correctly sized trial components were inserted the patella was found to track nicely. Final components were put in using the cementless technique. Final components displayed full extension and flexion, stability and nice tracking. Review of the revision operative notes confirms the patient underwent a revision of the right tibial component for aseptic loosening of the right total knee . During surgery, the patient was found to have the patella and femur well fixed, with the tibial component having slight micro motion. When the tibial component was removed, the lateral peg was found to have mostly just fibrous tissue ingrowth while the medial peg was found to have better ingrowth. The implants were found to be compatible with each other. The details from the operative notes do not change the root cause analysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has now been revised due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.   Concomitant products: item name: femur trabecular metal cruciate retaining (cr) standard porous, item number: 42502806802, lot number: 62480234. Item name: articular surface fixed bearing ultracongruent (uc) right 11 mm height, item number: 42522200511, lot number: 62464405.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial component identified foreign material in the tm pad. Some foreign material was also noted on the polished surface of the tibial plate. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is needing to be revised due a recalled tibial component.